Manufacturer narrative:
The patient returned the reported test strips and control solution to lfs for evaluation. The returned products were not evaluated as the initial troubleshooting revealed the patient¿s testing technique was incorrect.

Event description:
On (B)(6) 2013, the lay user/reporter, the patient¿s wife, contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 8:00 pm, the patient obtained the blood glucose reading of 101 mg/dl or 110 mg/dl on the reported meter; the reporter was unable to specify the result. Five minutes afterwards, the patient experienced the symptom of confusion. The patient took no actions and did not receive any treatment. Emergency services were contacted. Within thirty minutes paramedics arrived and tested the patient¿s blood glucose level to be 44 mg/dl using their meter. The patient was treated with glucose gel. Troubleshooting revealed the patient had programmed the meter with the incorrect calibration code number for the lot of test strips in use, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient returned the reported test strips and control solution to lfs for evaluation. The returned products were not evaluated as the initial troubleshooting revealed the patient¿s testing technique was incorrect. The patient¿s testing technique was incorrect by not programming the meter with the correct calibration code number. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia after the meter issue occurred, and received emergency medical attention and treatment with glucose, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (07/01/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/20/2013 and 6/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.